Event description:
Report received of a clave leak when in use with a power injector. It was reported that a pt was having a CT of the abdomen and pelvis for an unspecified diagnosis. Report states, "started to inject at 1.4cc/second injection rate. The heplock depression site sprayed contrast into the pt's ear and on the pillow." There was no reported bleed back or blood loss. There was no reported tubing rupture. The extension set was replaced and the study was completed with no further problems. There were no reported adverse pt effects.